Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump is stuck in the preparing to prime loop. Blood glucose reading was 160 mg/dl. Troubleshooting was performed. The issue was not resolved and the insulin pump did not respond as it should have. Advised that the insulin pump will be replaced. Nothing further reported.